Manufacturer narrative:
(Investigation results): a visual assessment was performed after disinfection. The working channel sleeve protruded, confirming the complaint. The tips were frayed. The distal tip was cut. The distal cap was removed. The working channel sleeve protruded from the pebax. The cutting fixture did not cut through the catheter completely. As the catheter was peeled open, the working channel sleeve appeared stretched. Cutting and peeling the catheter further may have contributed to additional stretching. The proximal end of the unbonded portion appeared stretched. After the catheter was cut open completely, the working channel sleeve protruded from the pebax. An elevator mark on the catheter was noted from the distal end. Little force was applied to remove the working channel sleeve. The white areas at bond a appeared to show evidence of adhesion. Witness marks were noted along the pebax. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the most probable complaint conclusion code is manufacturing process design. There is an investigation in place to address this issue . A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with confirmation of ductal clearance procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.